Event description:
Pt treated in emergency dept for cardiac arrhythmia. Chest x-ray showed that the tip of a previously implanted port had sheared off and the distal tip was in the inferior vena cava. This was removed via an interventional radiology procedure. In consultation w/ her oncologist, pt was informed that the oncologist has had other pts w/ similar experience w/ this port.